Event description:
It was reported that the patient experienced loss of stimulation due to high impedances. It was noted that during the removal of the devices, it was found that the tail of the leads was twisted and deformed. The patient underwent a lead replacement and was doing well postoperatively. The explanted leads will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078783.